Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (35 mg/ml at 25.659 m/day) and marcaine (5 mg/ml at 3.66 mg/day) via an implanted pump. The indication for pump use was other non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2016 it was reported that the empty pump alarm was occurring. A pump refill was missed. The patient was incarcerated and pump interrogation showed that the pump went empty on (B)(6) 2016. The plan was to fill the pump with saline and program it to minimum rate. No patient symptoms were reported. Additional information was received from the company representative on (B)(6) 2016 and it was reported that the patient was incarcerated and was an in-patient at the hospital. On (B)(6) 2016, 20 cc of preservative free saline was put into the pump reservoir and the pump was set to minimum rate.